Manufacturer narrative:
Additional information was received that this complaint is no longer repotable due to leaks of less than 500 ml/min in low-pressure leak tests are considered minor and do not significantly impact ventilation. Any leaks greater than 500 ml/min will be detected during system checkout. Therefore, leak rates below 500 ml/min in the low-pressure path are regarded as non-hazardous.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.